Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high readings and excessive no delivery alarms. The customer's blood glucose reading was 480 mg/dl. The customer treated with shot. The customer's current blood glucose was 280 mg/dl. The customer had symptoms such as nausea. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. The insulin pump passed the high pressure test. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was/was not returned for analysis.